Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00318. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was presented with an error code indicating a high blower temp. The device was in use at the time of the reported event. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not duplicate the customer's complaint but could verify the code 1122 in the device's log. The rse recommended replacing the blower. The customer ran the unit for a while and could not duplicate the complaint. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.